Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 24-25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 180 mm. The pt has a history of hypertension. Vessel morphology was reported to be mildly tortuous. It was reported that the physician positioned the bifurcated stent graft about 40% over the left renal artery; therefore, a stent was placed in the renal artery to ensure long-term flow. Final angiogram demonstrated no endoleak and exclusion of the aneurysm. No add'l clinical sequelae were reported, and the pt is reported to be fine. No further interventions are planned.